Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of unsealed device packaging. Imdrf device code a1801 captures the reportable event of sterility concern.

Event description:
It was reported that an advantage fit blue system device was used during a procedure performed on (B)(6) 2024, for the treatment of stress urinary incontinence. When opening the product, the seal of the packaging was compromised which leads to sterility concern. There were no patient complications as a result of the event.